Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe and persistent abdominal pain pulling sensation') in a (B)(6) year old female patient who had essure (batch no. A50511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included chlamydia recurrent. Concurrent conditions included genitourinary symptom. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced osteoarthritis ("osteoarthritis"), joint pain ("joint pain") and inflammation ("inflammation") and was found to have rheumatoid factor increased ("elevated rheumatoid factor"). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in hip ("hip"), leg pain ("leg pain"), dyspareunia ("painful intercourse"), hypoaesthesia ("leg numbness") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain lower ("left lower abdomen"), hypersensitivity ("hypersensitivity reaction"), allergy to metals ("nickel allergy"), hyperhidrosis ("hyperhidrosis"), mental disorder ("psychiatric and/or psychological condition") and pain in thigh ("middle of left thigh"). The patient was treated with surgery (essure removal date (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, pain in hip, leg pain, dyspareunia, hypoaesthesia, dysmenorrhoea, osteoarthritis, rheumatoid factor increased, joint pain, inflammation, abdominal pain lower, hypersensitivity, allergy to metals, hyperhidrosis, mental disorder and pain in thigh outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, hyperhidrosis, hypersensitivity, hypoaesthesia, inflammation, joint pain, leg pain, mental disorder, osteoarthritis, rheumatoid factor increased, pain in hip and pain in thigh to be related to essure. The reporter commented: I would like the coils taken out, but my insurance will not cover the type of surgery that I would like for removal. Essure coils were placed in bilateral tubal ostia without complications 3 coils exposed on right 5 coils exposed on left. Family history of ovarian cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: case became incident. Pfs received removal details were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.